Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently under investigation. A follow up report will be filed once the results have been completed.

Event description:
The nurse called the cardinal health after hours support desk, to report that the negative pressure wound therapy device was not providing suction and when the tubing clamp was pressed down it would not alarm. There was no patient injury reported. No further information, clinical data, or patient demographics was provided when requested. The nurse sent the device to the distributor, who did not find an issue with the device.

Manufacturer narrative:
A supplemental report is being filed since investigation results are available following the submission of the initial MDR report that was submitted on (B)(6) 2022. Results of the investigation indicate that the complaint is not confirmed. The device has suction and alarms function properly. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode. Therefore, a corrective and preventive action is not necessary at this time.